Event description:
It was reported that a ventricular lead warning was triggered due to low impedance values. In addition, oversensing in the way of noise was detected as well. Initially, the right ventricular (rv) lead was reprogrammed. Upon further analysis, a suspected clavicular crush caused a fracture of the lead. The rv lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID kdr701 implantable pulse generator (ipg) implanted: (B)(6) 2006 product ID 4472 competitor implantable pacing lead implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary #the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.